Manufacturer narrative:
Nova biomedical opened a customer complaint file for this incident ((B)(4)) following nova biomedical operating procedure 159. Nova biomedical quality assurance group performed a device history file review of the manufacturing records of the affected lot of test strips. The device history file was complete and contained all relevant data indicating the product placed into finished goods met all specifications. Nova biomedical performed an internal investigation ((B)(4)) of the affected test strip lot retains. The test results showed that the retained creatinine test strips from lot # 4910273249 met the defined acceptance criteria for both whole blood and quality control testing. There was no obvious result discrepancies observed at any creatinine level in the investigation. The customer complaint could not be duplicated.

Event description:
A pt that had renal insufficiency had a nova statsensor creatinine blood test performed on (B)(6) 2010. The reported result was 0.90 mg/dl. Based on the result, the pt received contrast media for an imaging test. The pt was admitted to the hospital on the next day. After admittance, the central laboratory, utilizing a beckman lx20 analyzer, reported creatinine results of 4.51 and 4.44 mg/dl on (B)(6) 2010 and 4.48 mg/dl on (B)(6) 2010. It was reported to nova biomedical that the affected pt has been released from the hospital.